Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient lost stimulation from the drg l2 lead and stimulation was turned off. X rays were taken. Surgical intervention is pending to address the issue.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-12608. Additional information received identified surgical intervention was undertaken wherein the right l2 lead and the left l5 lead were explanted and replaced. Therapy was reportedly restored post-operatively.